Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer drank a lot of alcohol and passed out. The customer was wearing the insulin pump at the time they were brought to the hospital. It was unknown if the cause of the customer's passing out was diabetes related. No further details were provided.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
The customer was contacted to further discuss the details of their hospitalization. It was found that the hospitalization was not diabetes related, but that the customer over heated in the sun.